Event description:
Pt reported that the back to back test readings obtained on the ss meter using separate finger sticks were 140 and 185 mg/dl. Pt did not have supplies needed to do control test. No symptoms were reported. Lfs rep reviewed meter calibration, control testing, cleaning and coding with pt. The meter was replaced. There was no allegation of harm.